Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/14/2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2016. Patient does not recall exact fs value, asserts fs value outside of 20/20 rule. It was reported that multiple bg meters were used throughout the same sensor session. No additional event or patient information is available. Labeling indicates: finger stick bg values will vary from meter to meter, and test to test. It is important that the patient use the same commercially distributed bg meter during their session.